Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia.

Event description:
Patient reported that after applying the pod the previous night, everything appeared normal. Upon waking, the patient felt ill and needed to vomit. The patient checked the controller which displayed high blood glucose (bg), rising approximately 400 mg/dl while wearing the pod between 4 and 24 hours. The patient removed the pod and administered manual injections to reduce bg levels and then applied a new pod. Upon removal, the patient observed that the pod appeared not to have inserted properly as there was no break in the skin¿only a small red bump where the cannula should have been.